Manufacturer narrative:
This report is submitted on september 28, 2018.

Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2018. Surgery to reposition the magnet is scheduled but has not yet occurred as of the date of this report.

Manufacturer narrative:
It is now reported that the patient underwent revision surgery on (B)(6) 2018. This report is filed on october 24, 2018.